Event description:
Pt at facility for elective c-section. While inserting the needle to administer spinal anesthesia, the tip broke off. Attempts were made to retrieve, but were unsuccessful. Staff felt that since pt is asymptomatic, it was best to leave tip in for now, and attempt will be made in future if pt becomes symptomatic.